Manufacturer narrative:
Reported issue of bands prematurely deployed. According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report# 3005099803-2016-04158 pertains to the first speedband superview super 7 device and manufacturer report# 3005099803-2016-04159 pertains to the second speedband superview super 7 device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during a variceal banding procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the band was deployed; however, an extra band would come off with the deployed band. The same event happened with the second device and the procedure was completed with a third speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.